Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged the entire length with stent struts bunched up around the distal markerband. The stent struts were pushed approximately 9.5mm in a distal direction from the proximal markerband causing the stent to move slightly distally just over the distal markerband. Stent damage most likely occurred during advancing attempts. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the exposed balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-mar-2017. It was reported that crossing difficulties were encountered. The tight target lesion was located in the highly tortuous obtuse marginal artery. After pre-dilation was performed, a 2.25x24mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and movement on balloon.